Event description:
Patient status post plate and screw implantation on (B)(6) 2011 returned to surgeon. The plate is exposed and showing through the skin. Patient was returned to operating room on (B)(6) 2012, surgeon removed all hardware. Reportedly, there were no issues with the screws. The patient was healed and no new hardware was implanted. Hospital will retain explanted hardware.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.